Event description:
I purchased the malem ultimate bedwetting alarm from the bedwetting store website. From the very first day, as soon as urine was detected, the alarm would not stop vibrating. I thought it was a small issue and let it go. To stop the alarm I used to remove the batteries altogether. On the third day, while asleep, my daughter woke up called out loudly and she said that the alarm was hurting her. The alarm was vibrating. I took out the scorching hot malem alarm from her pajama top and threw it on the floor. She had minor burns. I applied some ice and burn ointment to her. What was surprising is that she had not wet the bed. Basically, the vibrating mechanism malfunctioned and caused the alarm to get hot. I first called the company, and they refused to service the product as international warranty was not covered by them. They hung up the phone, even after several emails and phone calls the company has refused to answer back. (B)(6).